Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the pt's left subclavian artery. During rapid balloon catheter inflation, it was reported that the balloon ruptured. As a result, the stent migrated to just within the aortic arch. Attempts to retrieve the balloon were unsuccessful resulting in the balloon catheter separating at its midpoint. As a result, the proximal portion of the balloon became intertwined with the stent. In response, a gooseneck snare wire was introduced and advanced to the level of the partially deployed stent. The stent was grasped and brought down the wire into the lower abdominal aorta. The stent and balloon fragment were ultimately retrieved through the right common iliac artery. There were no pt complications reported relative to this event.